Manufacturer narrative:
Device evaluated by manufacturer - received one vtcb/10.3 flexima firm w/ro catheter device loaded with metal cannula in original opened pouch with product label together with flexible stiffening cannula. The dfu had been removed from the outside of the pouch (tyvek side) and was not returned. The packaging card was also not returned with the device. No residue was present on the device to indicate use. From a visual evaluation, it was found that the distal end (pigtail) of the catheter was straightened due to the loaded metal cannula and white material was stuck to coated section of the catheter including the distal end/pigtail that was in contact with the packaging card. There were no issues with the metal or flex cannula. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during unpacking of a flexima drainage catheter for a drainage procedure, the product tip was attached to the package. During unpacking, it seemed like the tip of the product was glued and attached to the paper that supported the product in the package. While attempting to pull it from the package, it was noted that some paper was attached to the tip of the product. The device was not used on the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during unpacking of a flexima drainage catheter for a drainage procedure, the product tip was attached to the package. During unpacking, it seemed like the tip of the product was glued and attached to the paper that supported the product in the package. While attempting to pull it from the package, it was noted that some paper was attached to the tip of the product. The device was not used on the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.